Manufacturer narrative:
This adverse event was not reported to bioform medical, inc, at which time, the symptoms had already resolved. The pt, also a physician, is not a current radiesse customer and had self-treated her symptoms. During a follow-up with the radiesse injecting physician, dr (B) (6) felt that the pt had an underlying viral infection, that was aggravated by the radiesse dermal filler injection. The device history records for radiesse lot 1016215 was reviewed. All required testing specifications were met prior to release of the lot. There were no abnormalities noted;there are no other adverse events reported for this device lot.

Event description:
A pt (physician) was injected with radiesse dermal filler for the third time on (B) (6) 2009, in the naso labial folds. One day post injection, the pt developed upper lip edema and bruising; pt self-treated with medrol dose pak. The pt developed pustule formation, lesions and redness to the upper lip mucosa; pt self-treated with bactroban. The pt returned to the radiesse injecting physician on (B) (6) 2009 and had greatly improved. The pt indicated that she had been injected with radiesse dermal filler two previous times, by an unidentified physician. There were no issues after the first injection ((B) (6) or (B) (6) 2008). The pt experienced an allergic reaction, treated with antihistamine, following the second radiesse injection ((B) (6) or (B) (6) 2009). This adverse event was reported to bioform medical, inc. By the pt on (B) (6) 2010.